Manufacturer narrative:
(B)(4). D10: medical product: ps tibial articular surface provisional left size 6-9 cd top: catalog#42517400510, lot#63863336. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2024-01147. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trial process. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the medial feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.